Event description:
Customer reported an incident with incorrect flow rate. Customer reported that when they would input 100 for blood pump flow rate, status screen would indicate 130. No blood loss was reported.